Manufacturer narrative:
H6: investigation summary a mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125655. From the information provided by the customer it appears that leakage was observed from the mz1000 china product, however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Further information relating to the sequence of events and exact nature of the reported incident was not provided. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during the bolus injection. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2021, before infusion, the nurse performed routine tube flushing, and found leakage was found at the bd clear needleless connector during bolus injection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during the bolus injection. The following information was provided by the initial reporter, translated from (B)(6): "(B)(6) 2021, before infusion, the nurse performed routine tube flushing, and found leaka ge was found at the bd clear needleless connector during bolus injection."